Event description:
Additional information has been received stated the issue has been reported with 5 injectors.

Manufacturer narrative:
Correction information was provided in h.8. Additional information was provided in b.5. D.4. And d.9. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experiencing the scattered light, sees a kind of half-circles at the bottom of the vision. The only thing that stands out is that there is a kind of glistening diagonally in the lens, diagonally through the optical axis. The physician also stated folding print was observed and which should disappear on its own. The print looks like tweezers print, which was a strange, however the physician also mentioned that, he grabbed the lens by the haptics with tweezers. When patient looks with both eyes he has no complaints.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Five opened company handpieces were returned for evaluation due to a reported optic defect. A visual inspection was conducted on each iol (intraocular lens) handpiece injector. Samples 3 and 5 were visually conforming, while samples 1, 2, and 4 were found to be nonconforming, with bent plungers. Additionally, sample 1 exhibited metal defects, including nicks and dents on the tip and side of the plunger. A dimensional inspection followed to assess plunger position height. Again, samples 3 and 5 were conforming, whereas samples 1, 2, and 4 were nonconforming due to the bent condition of the plungers. Finally, a functional test was performed on all samples to evaluate thread engagement and plunger movement, and all five samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product acceptance criteria. The evaluation confirmed that samples 1, 2, and 4 injector plungers had a bent plunger head. The root cause for the non-conforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in august 2020. Samples 3 and 5 were found to be visually, dimensionally, and functionally conforming; therefore, a root cause for the reported issues cannot be determined from this evaluation and a root cause cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stated they saw the stripe on the optic, superficial at the front, metallic particles / glittering superficial stripe, width exactly like that of the plunger of the company injector, it seems.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).